Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05-jun-2018 with the following findings: during investigation, the pump powered up with auditory and vibratory alarms to a blank display. The blank display complaint was duplicated. A review of the alarm history showed multiple consecutive call service 054/052/012 slave communication failure alarms. The pump cover was removed to find no intermittent conditions to the display circuit. A slave processor failure was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.